Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the problem started a week prior to report. It was noted that the patient felt an electric shock in his arm every 10 minutes.

Manufacturer narrative:
Product ID 377775, lot# v001275, implanted: 2006 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3550-29, lot# n298753, implanted: 2012 (B)(6); product type accessory. (B)(4).